Manufacturer narrative:
Section d4, expiration date was updated. Internal investigations revealed an issue with the reagent lot leading to under-recovery at the very low end of the normal range.

Manufacturer narrative:
This event occurred in (B)(6). The customer stated their calibration results were normal and qc was acceptable.

Event description:
The initial reporter complained of discrepant low results for multiple patient samples tested for elecsys pth (pth) on a cobas 8000 e 602 module using a specific reagent lot number. The following are examples of results for 4 patient samples. Patient 1 initial result was < 1.2 pg/ml. The repeat was 5.07 pg/ml. Patient 2 initial result was < 1.2 pg/ml. The repeat was 4.38 pg/ml. Patient 3 initial result was < 1.2 pg/ml. The repeat was 6.16 pg/ml. Patient 4 initial result was 9.37 pg/ml. The repeat was 14.27 pg/ml. The initial results were reported outside of the laboratory. The e602 module serial number was (B)(4).